Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number has been provided. A device history lot number review is pending.

Event description:
The complaint involved a 44 cm (17") pur ext set w/clave® spike, 0.2 m filter and bcv mll. When using this filter line device, the infusion bag containing infliximab would not completely empty during a patient's infusion. There was no visible defect on the tubing. No intervention was required; however, the medication could not be administered. The patient was sent home to return for administration the following day. However, due to scheduling, administration took place three days later, after the patient had to be re-admitted to the hospital. There was no injury/harm to the patient, only treatment delay as described.

Manufacturer narrative:
The reported complaint of no flow could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.